Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged stroke. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Box h: problem code grid was updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged stroke. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the air inlet filter, sd card cover, and control knob were missing. A dust/dirt-like contamination was observed on the top cover/ui panel, on the right side panel, bottom enclosure and in the air inlet. A small potential pry mark was observed on the corner of the top cover. Dust-like contamination was observed on the blower cap/iso port, on and in the blower motor, in the base of the blower housing, in the airpath of the sound abatement foam, and on the walls of the bottom enclosure. The manufacturer also observed potential dried liquid spots on the blower housing between the iso port and blower outlet bellow. A spot of unknown contamination (possibly insect) was observed stuck to the bottom of the blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error code. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation. However, there was contaminants throughout the device. Section d9, h3 and h6 were updated in this report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information. Has been updated to the correct format.